Event description:
It was reported that the patient almost died after their first implant. It took them 5 hours to get the patient stabilized and they were in a coma for 2.5 days. It wasn¿t from the implant, it was from the people who took care of them after the implant and they sent the patient home 5 minutes after surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0527005v, implanted: (B)(6) 2005, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).